Event description:
The customer reported to olympus that the colonovideoscope, the auxiliary port, is not dispensing any air or water. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, a clogged auxiliary channel was discovered. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found a clogged auxiliary water channel, minor scratches and dent on the plastic distal end cover, and minor surface scratches. The investigation is ongoing, and follow-up with the user facility is being performed. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the device could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle was not established at this time. Olympus will continue to monitor field performance for this device.